Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a robotically assisted hysterectomy on (B)(6) 2009 to control her symptomatic fibroids. During morcellation of the uterus, at one point the device did not function properly. In addition, the camera did not function properly and had to be re-cabled and re-set. The patient was transferred from the operating room. Three days post-operative, the patient developed a fever, shortness of breath, and tachycardia. By post-operative day five, the patient was noted to have fecal material emanating from a right lower quadrant port and was returned to the operating room. It was discovered that she had a cecal injury and the development of necrotizing fasciitis. She underwent a cecal reanastomosis and debridement of the affected tissue. The patient required long term ventilator support and tpn feedings, along with the placement of a g-j tube. She was transferred to a long term acute facility on (B)(6) 2009. The patient died on (B)(6) 2009.